Event description:
Boston scientific received information that right ventricular (rv) oversensing was noted on this rv lead. The lead was explanted for clavicular crush, insulation and conductor coil damage was reported. A new lead was successfully implanted. No additional adverse patient effects were reported.